Event description:
A surgeon reports that a pt was implanted with an intraocular lens (iol) in 2003. The pt is unable to see when looking at a bright light, and is unsure when the problem began. The surgeon indicated the pt presented with cystoid macular edema (cme) post-op and was treated with kenalog injections. The cme has resolved, but the pt's visual acuity changed to 20/28-1(no date given). The surgeon also stated the pt was doing fairly well.